Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " resistance primary biopsy channel - restriction in channel where they run saline to inflate balloon" involving pentax model eb-1970uk/serial (B)(4). Additional information received from the facility contact stated the event occurred during pre-inspection check however the device was used in the next procedure (diagnostic) where the balloon functionally was not able to be used. No adverse events occurred, the patient has been discharged and will not be recalled for further screening. The device was returned to pentax. Pentax service inspectional findings included: unit tested all function pass, passed dry/wet leak tests. No repairs were required to be performed. The device was returned to the loaner inventory.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.